Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited a decrease in rv pacing. The lead was explanted and replaced. The patient was stable post-procedure.

Manufacturer narrative:
A partial connector portion of the lead measuring 6.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.